Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. D4: unique identifier (UDI) #- unable to provide the entire UDI# as the serial number and manufacturing date information was not provided. To date, the subject device information is unknown, and it is not expected to be returned to vyaire medical for evaluation. Should additional information become available, vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was discovered during a maude database review that the avea ventilator failed to switch to battery backup during a power outdate. The patient became hypoxic and dropped o2 sats to low 80s but the vent regained power after approximately 10 seconds. No patient harm reported.